Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that day, the patient was treated with intravenous vancomycin (dose and frequency not reported) for peritonitis. The following day, the patient started treatment with intraperitoneal vancomycin for four days (dose and frequency not reported) and intraperitoneal primaxin for four days (dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. The patient was discharged from the hospital five days after admission. At the time of this report, the patient had recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.